Event description:
It was reported that a (B)(6) caucasian female patient, as part of a clinical study, underwent a primary breast augmentation surgery with implantation of an undisclosed textured saline breast implant prosthesis. Post-operatively, the patient was stated to have experienced a bilateral deflation event. The medical professional observed the left breast was smaller than the right and diagnosed the left breast as completely deflated. The right breast is speculated to be partially deflated as well. Mammogram imaging was performed, however it was inconclusive in confirming the bilateral deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. If more information becomes available, mentor will submit a supplemental accordingly. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2022-03100 for the contralateral event.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).